Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports (same failure, different patients). Other mfg report number: 3013886523-2025-00132. A facility reported that after implantation of a certas valve and after connecting the distal and peritoneal catheters, the surgeon was unable to get a flow to confirm the function of the valve. The procedure was completed with a replacement product available. No patient injury reported, however, and the event led to 30 minutes surgical delay.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - product code 82-8804pl with lot 7508370, conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 3. The valve was visually inspected; no defect was noted. The valve was irrigated: excessive pressure was required to flush the valve ("valve popping"). The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - the possible root cause for the issue reported by the customer could have been due to after steam sterilization the ruby ball sticks to the ruby seat and potential effects of failure include ¿excessive pressure required to flush the valve pre-procedure ("valve popping")¿ as noted in the IFU.

Event description:
N/a.